Manufacturer narrative:
On 12apr2021 additional information was provided by the patient. Medical receipts were provided: date of visit: (B)(6) 2021 for consult and prescription. Date of visit: (B)(6) 2021 for consult, examination and slit lamp. Date of visit: (B)(6) 2021 for consult, prescription, examination, slit lamp and corrected va. Date of visit: (B)(6) 2021 for consult, examination and slit lamp. Date of visit: (B)(6) 2021 for consult, examination, corrected va and slit lamp. Receipts for pharmacy: date: (B)(6) 2021 for flomox tablets 100mg (antibiotics: cefcapene pivoxil hydrochloride hydrate), 3 tablets. Biofermin-r tablets (antibiotics-resistant lactic acid bacteriae), 3 tablets tid after meals for 3 days. Hyalein ophthalmic solution 0.3%, 1 bottle, apply 1 drop 6x daily (¿6id¿) od. Cravit ophthalmic solution 0.5%, 5 ml, apply 1 drop qid od. Bestron ophthalmic 0.5%, 5 ml, apply 1 drop qid od. Date: (B)(6) 2021 for hyalein ophthalmic solution 0.3%, 3 bottles, apply 1 drop 6x daily (¿6id¿) od. No additional information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
On (B)(6) 2021 a representative at an eye care provider¿s (ecp) office called to report a patient (pt) was diagnosed with corneal erosion (unknown eye) while wearing the 1-day acuvue® trueye® (nara a) brand contact lens (cls). On (B)(6) 2021 the patient experienced pain on cls insertion. The pain and discomfort persisted on removal of the suspect lens. On (B)(6) 2021 the patient presented to the eye clinic and was diagnosed with corneal erosion. On (B)(6) 2021 a call was placed to the ecp¿s office and additional information was provided. On (B)(6) 2021, the patient experienced a stinging sensation upon cls insertion in the od. The patient also experienced pain, redness, and blurry vision. Redness and blurred vision continued after the suspect od cls was removed. On (B)(6) 2021 the patient presented to the eye clinic and was diagnosed with corneal erosion. The patient was instructed to discontinue cls wear and return to the eye clinic on (B)(6) 2021. An eye drop (name not provided) was prescribed. No additional medical information was provided. On 01feb2021 a representative at the ecp¿s office provided additional medical information. The patient returned for a follow-up (fu) visit on (B)(6) 2021 and instructed to return in 1 week. On 03feb2021 additional information was provided by the patient's treating ecp. The patient was diagnosed with od corneal erosion and experienced symptoms of redness, irritation and ¿misty¿ vision upon od cls insertion. On the initial visit approximately 80% of the cornea including the central cornea was involved. The surface area reduced greatly at a return visit and became about 1/6 of the size; the event was determined as non-infectious; va: only at the initial visit, corrected 0.7 (normally 1.2). The pt was prescribed hyaluronate na ophthalmic solution 0.3% ¿6id¿, 1 bottle; levofloxacin ophthalmic solution 0.5% qid, 1 bottle; bestron ophthalmic 0.5% qid 1 bottle; flomox tablets; cefcapene pivoxil hydrochloride hydrate tid, for 3 days. The pt was advised to discontinue cls use until recovery. At the return visit on (B)(6) 2021, the patient was advised to return to the clinic on (B)(6) 2021. The event was determined serious due to the involved surface size of the od corneal erosion. Outcome was unable to be determined at this time. No additional medical information was provided. On 08feb2021 additional medical information was provided by an ecp representative. The patient returned for a fu visit. Additional medical details were not provided as the patient's medical record was unavailable at the time of the call. On 16feb2021 additional medical information was provided by an ecp representative. The patient's eye is healed without sequelae. The patient was instructed not to return to cls wear for an unknown period. The patient instructed to return to the eye clinic after a month. On (B)(6) 2021 an ecp from the patient's treating eye clinic provided additional information. On (B)(6) 2021 the patient's od event was resolved. (B)(6) 2021: ¿corrected va a little weaker than 1.0¿; (B)(6) 2021: corrected va is a little weaker than 1.2 no sign of infection. The patient was instructed to use hyaluronate na ophthalmic solution 0.3% ¿6id¿. No cls wear until the return visit. The patient was instructed to return in 1 month. Outcome: resolving. On (B)(6) 2021 a call was placed to the patient and additional information was provided. The patient reported the eye is currently fine. The patient was seen by the ecp (date not provided) and advised not to return to cls wear for ¿a while¿ and return to the ecp in 1 month. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4973120112 was produced under normal conditions. The suspect od cls was received for evaluation. The evaluation is in progress. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 31mar2021 additional information was provided by the treating eye care provider (ecp). The patient (pt) returned to the ecp in (B)(6) 2021. The ecp reported the pt had no issues and no additional medication after 16feb2021. The treatment of the event was completed. No further information was provided. On 02apr2021 additional information was received from the pt. The symptoms have almost resolved, and the pt is currently wearing glasses. The pt reported a follow-up visit to the treating ecp in mid (B)(6) 2021 (date of visit not provided). The pt was diagnosed with ¿getting quite better.¿ no medication was prescribed, and no specific follow-up visit was instructed. The pt was advised it would be fine to return ¿after a while,¿ since the symptoms were resolving. No additional information has been received. Three opened contact lens cases containing three lenses for lot # 4973120112 were received for evaluation. The parameters of the three opened lenses were measured and a visual inspection was performed. A visual inspection revealed a surface mark on all three lenses and a 123 mark was observed. The three open lenses met company standards for base curve, center thickness, diameter and one lens was observed to be out of specification for sphere power. This product was returned opened; it is not known what external influences may have contributed to this out of specification measurement. Four sealed blisters for lot # 4973120112 were also received. The four sealed lenses met company standards for sphere power, base curve, center thickness, and diameter. The solution for the four sealed blisters were measured for ph and conductivity and were within specification. If any further relevant information is received, a supplemental report will be filed.